Event description:
The (B)(6) distributor returned battery pack sn (B)(4) to zoll reporting that the charger shows that the battery pack is defective.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery pack is defective) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.